Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an alert for non-sustained vf episode with aborted therapy via merlin.net transmission. Egm showed noise however it could ot be determined what noise originated from. Lead issue could not be excluded. Thorax x-ray showed no externalized conductors. During follow up pocket manipulation and lead provocative tests were performed; however, all was normal. Replacement is planned. No adverse consequences for patient were reported.